Event description:
Meter name: one touch profile. Strip name: one touch strips. Meter code: ni. Strip code: ni. Strip storage: ni. Symptoms: "dry mouth, thirsty, going to the bathroom". A patient reported they were unable to test because the meter would not power on. Treatment was: patient went to the patient's doctor who tested the patient with a result of 307mg/dl. Unknown if the patient was treated. No further information has been reported.